Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the distal set up joint (suj) involved with this complaint to perform failure analysis. In artemis, error 319 was found indicating "node not present" on the universal surgical manipulator (usm) and distal suj reported by their respective printed circuit assemblies (pcas). Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system in normal mode where it functioned within specification. The unit was also installed on a patient side cart fixture test platform (pftp) where all relevant tests passed with no errors in the logs. The complaint was confirmed based on failure analysis. While a definitive root cause cannot be established the probable root cause is attributed to the axes controller tornado (act) pca in the distal suj. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an operating room (or) nurse contacted technical support to report a fault in the system at startup, with the logs indicating a 319 error on the universal surgical manipulator (usm) 4. She had already restarted the system and recovered the fault before making the call. While she was on the phone, someone in the room powered the system off; upon restart, the same 319 error, specifically pointing to the axes controller, carriage (acc) in usm4, appeared again. The site then disabled usm4 and proceeded with the case using a 3-armed configuration. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced distal set-up joint due to the intermittent error. Fse confirmed error on startup and wanted to better pinpoint if the universal surgical manipulator (usm) or distal suj was the issue. Fse then swapped usm's 3 and 4, resynced and programmed and noticed all errors went away. Fse performed a quick motion check and then swapped the usm's back to their original spot, the errors never returned. The distal suj was swapped as a precaution. After the swap was completed, during the electrical safety portion of the repair, it was discovered the outlet the system was plugged into could not pass the tests which could have played into the 319 error as a power related reason. The system was tested and verified as ready for use. Isi has not received the distal suj involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error 319 may be attributed to a faulty system component. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.